Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an ht70 ventilator had an unresponsive display. There was no patient involvement at the time of the event. The service engineer se inspected the device and downloaded software. The se performed extended self-testing on the device and all tests passed.